Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files was unable to confirm the reported issue. Once a new battery was installed the AED functioned as designed and could stay in service.